Event description:
It was reported that during an unknown procedure, at the or after loading the reload they closed the jaw and wouldn't open again, so they open the manual overload. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2024. D4: batch #u5er6x. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with a gst60g reload loaded on the device. The reload was received unfired. Upon analysis, it was observed that the trigger switch actuator was out of position and was not allowing the device to close properly. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery's quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number u5er6x, and no non-conformances related to the reported complaint condition were identified.